Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on 07/10/2017 stated that there was a visible deflection on the rv electrogram during non-sustained ventricular tachycardia episode but all events fall into the noise window. No patient symptoms were reported. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).